Manufacturer narrative:
A ge svc rep performed an onsite investigation. The interconnect cable and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to svc.

Event description:
It was reported that the system would not complete boot up. There is no report of pt injury or death associated with this event.